Event description:
The customer reported a malfunction with the pump, specifically displaying malf 16 error code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance to reset the pump, but the malfunction recurred, leading customer technical support (cts) to decide on replacing the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is uninterrupted. Instructions were provided on storage mode and the process to return the faulty pump. A replacement pump was sent to the customer with the necessary guidance for its reception and use.